Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced repeated alert 38 ¿consecutive stalled motor¿ alarms while attempting to fill tubing, which persisted despite multiple restarts, and the device was later replaced with a new ilet with instructions provided for return and data sync. Symptoms included hyperglycemia with a reported peak blood glucose of 278 mg/dl and approximately one hour above 180 mg/dl, without ketone testing, medical intervention, or need for assistance. Outcomes included transition to backup therapy to manage elevated glucose, with no reported immediate health effects or hospitalization. Investigation included customer support troubleshooting and education, verification of power status, shipment of a replacement unit, and logistics for return of the original devices. Investigation of the returned device revealed a motor stall alarm condition consistent with a pump drive or motor function issue during tubing fill, with the affected device component being the pump mechanism. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of the pump motor/drive during priming.